Manufacturer narrative:
Product complaint # (B)(4). The following information was requested and the following was obtained: do you have any pictures of the reaction? No what prep was used prior to, during or after perineo use? Betadine (povidone-iodine), or chlorhexidine? Chlorhexidine was a protective, dry wound dressing such as gauze applied and was it applied only after the liquid topical skin adhesive has completely polymerized and the dermabond¿ perineo¿ is no longer tacky to the touch? No was the application site cleansed thoroughly with saline or isopropyl alcohol to remove any remaining blood, fluids, or topical medications/anaesthetics, including skin preps, and then patted dry? Yes were any patch or sensitivity tests performed prior to the procedure? No what is the most current patient status? Progressing well, no revision required. Scar improving. Were any IV steroid/topical steroid/oral steroid/other treatments used to manage the reaction? Topical steroid who applies the product? The surgeon himself? Registrar what is the physicians opinion of the contributing factors to the reaction? Reaction to cyanoacrylate in perineo. Expresses concerns and queries whether varied something in the products composition to suddenly see reactions in a previously ¿issue free¿ device in his practice. If not, then queries if patients are developing pre-sensitization. Cannot conclude cause but indicated that he has stopped using product as reports too much risk given his 2019 reaction rates.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain the following additional information, however no response received to date: initial procedure date. What date did the reaction occur post op? Please indicate any other medical or surgical interventions performed. Please describe how was the adhesive was applied on the tape. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the lot number involved. What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient pre-existing medical conditions (ie. Allergies, history of reactions). Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Attempts have been made to obtain additional information. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a removal of metal right ankle on an unknown date and topical skin adhesive was used. On (B)(6) 2019, post operative day 5, patient appeared to have allergic reaction at site, dressing removed and prophylactic antibiotics given. Recent patient status reported skin red and uncomfortable. Dressing removed. Additional information has been requested.